Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the trailblazer catheter in the anterior tibial artery, the guidewire did not pass through the tr ailblazer catheter while the product was being used per the instructions for use. The vessel was pre-dilated and post-dilated. No patient symptoms or complications were reported, and the patient outcome was alive with no injury. The device was expired at the time of the event. A same size new device was used to complete the procedure, and the product was replaced.